Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable negative results for one patient sample tested with elecsys anti-hbc ii on a cobas 6000 e601 module. The results were negative on the e601 analyzer compared to positive results obtained on a second analyzer (cobas e 801 analytical unit). The sample was collected on (B)(6) 2025 and aliquoted into two tubes (f08 and f10). The sample was shipped at 2-8 degrees celcius to the customer's laboratory. Refer to the attachment for all patient data. The sample tubes were first tested on both analyzers on (B)(6) 2025. On (B)(6) 2025, the customer performed precision studies on both analyzers and these were acceptable. The tubes were re-centrifuged and repeated. On (B)(6) 2025, the test was re-calibrated on both instruments and these calibrations were acceptable. Controls were acceptable. The tubes were then aliquoted, ultracentrifuged, and repeated on both instruments. When tube f10 was aliquoted, fibrin clots were present in the sample. White precipitates were observed on the sides of the f08 tube after centrifugation. The sample results from both analyzers were concordant upon repeat.